Manufacturer narrative:
Manufacturer's investigation conclusion: this product investigation was determined to be a duplicate to MFR #2916596-2019-04511.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted to the hospital on (B)(6) 2019. The patient was diagnosed with driveline site infection and was started on doxycycline. Culture was positive for methicillin-sensitive staphylococcus aureus (mssa). Ultrasound was performed and no evidence of fluid around driveline was detected. Exudate bacterial culture was done on (B)(6) 2019 which was positive for proteus. Patient was started on bactrim twice a day. Patient was discharged on (B)(6) 2019. No further information was provided.